Event description:
It was reported that the implantable cardiac monitor (icm) recorded false episodes of asystole possibly due to undersensing. The device is still in use. No patient complications have been reported as a result of this event. It was also reported that the device undersensing resulted in a brady episode collection and a noisy electrogram which showed a false fast ventricular tachycardia episode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) recorded false episodes of asystole possibly due to undersensing. The device is still in use. No patient complications have been reported as a result of this event.